Event description:
New information received noted that the patient would continue to be monitored and the physician is considering adjustments to the patient's medications.

Event description:
New information received noted that further post-paced t-wave over-sensing episodes were seen during slow atrial tachycardia. No intervention was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac defibrillator exhibited post-paced t-wave over-sensing. Programming changes were made. There were no patient consequences.